Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out procedure, separation was noted between the rate/sense terminal pin and the rate/sense portion of the lead. This portion of the lead was surgically abandoned and replaced. The shock portion remains in service. No adverse patient effects were reported.